Event description:
It was reported the ultracinch device showed hot steam or vapor coming from the cells. Immediately after connecting the ultracinch lp-11 device to the cable and accessory kit, the ablation control sys stated cells 2 and 3 were defective. The physician decided to stop the ablation process. The ultracinch device was exchanged and the ablation was performed as usual.

Manufacturer narrative:
We are in the process of evaluating the device. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.